Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by livanova that was cleared or approved by FDA for marketing in the united states.

Event description:
During a pacemaker implantation procedure, after the ventricular lead was successfully connected to the ventricular port of the subject pacemaker, the atrial lead was inserted into the atrial port and the atrial set-screw was tightened using the screwdriver; however, no click sound was heard along with the rotation of the screwdriver. The atrial lead was then removed from the atrial port and re-inserted into the port after loosening of the atrial set-screw. Another attempt was made to connect the atrial lead, but the atrial set-screw was still unable to be tightened. As it seemed that the atrial set-screw was removed from the connector block on the second attempt for lead connection, the use of the subject pacemaker was discontinued and a different device was implanted.

Manufacturer narrative:
(B)(4).

Event description:
During a pacemaker implantation procedure, after the ventricular lead was successfully connected to the ventricular port of the subject pacemaker, the atrial lead was inserted into the atrial port and the atrial set-screw was tightened using the screwdriver; however, no click sound was heard along with the rotation of the screwdriver. The atrial lead was then removed from the atrial port and re-inserted into the port after loosening of the atrial set-screw. Another attempt was made to connect the atrial lead, but the atrial set-screw was still unable to be tightened. As it seemed that the atrial set-screw was removed from the connector block on the second attempt for lead connection, the use of the subject pacemaker was discontinued and a different device was implanted.

Manufacturer narrative:
Preliminary analysis of the returned device showed proper electrical and mechanical characteristics. The atrial set-screw was absent from the connection block and attached to the screwdriver tip. The cavity of the atrial set-screw was damaged. No tightening mark in both set-screw tips was identified.

Event description:
During a pacemaker implantation procedure, after the ventricular lead was successfully connected to the ventricular port of the subject pacemaker, the atrial lead was inserted into the atrial port and the atrial set-screw was tightened using the screwdriver; however, no click sound was heard along with the rotation of the screwdriver. The atrial lead was then removed from the atrial port and re-inserted into the port after loosening of the atrial set-screw. Another attempt was made to connect the atrial lead, but the atrial set-screw was still unable to be tightened. As it seemed that the atrial set-screw was removed from the connector block on the second attempt for lead connection, the use of the subject pacemaker was discontinued and a different device was implanted.